Event description:
Pt reported that a comparison between pt's ss meter and a health care professional meter was 196 mg/dl (ss-cap.) And 152 mg/dl (healthcare professional-cap.), respectively (29% difference). Tests were done 2 min apart. No symptoms were reported. On follow-up, pt cofirmed the above info and stated that pt's strips were expired. Lfs rep reviewed qc procedures and recommended that the pt do a meter/lab comparison when pt sees the doctor in 2 weeks. There was no allegation of harm.